Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Unable to download pump history due to immediate critical pump error (open book image) alarm during download attempt. A broken force sensor was detected during seating or regular delivery unknown. Unable to test keypad for unresponsive buttons/alarms due to critical pump error (open book image) alarm. Keypad unresponsive/button error alarm unknown. Frozen screen not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors but a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was 260 mg/dl. Customer also stated that the screen had frozen display. The customer was assisted with troubleshooting. Customer also stated that the scroll bar was not moving with the no input. The customer stated that they were unable to clear the alarm. Customer states they were not able to rewind the insulin pump the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.